Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there were no signals on qdot distal or proximal. Signals seemed to be fine on microelectrodes. There were no errors on carto, ngen, or bullseye and no signal throughout case. The cable was replaced, and the issue did not resolve. The case was completed with validation of procedure using a diagnostic catheter. At the end of the procedure, a black catheter tip was observed on the qdot that was not char. There was no patient consequence. Additional information was received. It was indicated that there was no resistance while introducing or retracting the catheter from the sheath. Normal instructions for use (IFU) workflow was followed. There was black substance on the catheter tip.

Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there were no signals on qdot distal or proximal. Signals seemed to be fine on microelectrodes. There were no errors on carto, ngen, or bullseye and no signal throughout case. The cable was replaced, and the issue did not resolve. The case was completed with validation of procedure using a diagnostic catheter. At the end of the procedure, a black catheter tip was observed on the qdot that was not char. There was no patient consequence. Additional information was received. It was indicated that there was no resistance while introducing or retracting the catheter from the sheath. Normal instructions for use (IFU) workflow was followed. There was black substance on the catheter tip. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed reddish residues inside and outside the pebax, with a hole in the surface. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device 31290192l number, and no internal actions related to the reported complaint condition were identified. Since reddish material was observed, this failure could be related to the signal issue and foreign material reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage and reddish material could be related to the manipulation and usage of the device during the procedure; however, this cannot be conclusively determined. The catheter instruction for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).